Event description:
It was reported that the patient had an inappropriate shock due to oversensing of electro-mechanical noise. The patent was working under his car at the time of the shock. The sensing vector was set to the secondary vector at the time of the shock. Technical services discussed some testing to do for myopotential or electromagnetic noise. The patient will be monitored via the latitude system. There were no additional adverse patient effects. The system remains implanted.